Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. Fse found that the preventative maintenance was overdue. Aspirate probe before the substrate dispense was corroded, the mixer bearing was not freely spinning and the precision pump valve rotor damaged. Fse performed the major preventative maintenance. After the maintenance was completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (accutni+3) results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event. All mdrs associated with this report are: 2122870-2015-00561, 2122870-2015-00562. (B)(4).

Event description:
The customer reported obtaining two non-reproducible troponin I (access accutni+3) results for two (2) patients involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The customer reanalyzed the patient's samples on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results within the customer's established normal reference range. The initial elevated access accutni+3 result were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reported an additional non-reproducible access accutni+3 result on (B)(6) 2015. This MDR addresses the nonreproducible access accutni+3 results obtained on (B)(6)2015 for two patients (designated as patient 2 and patient 3). MDR 2122870-2015-00561 will address the non-reproducible access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient 1). Quality control (qc), calibration, and system check were all performing within the assay's and instrument's specifications at the time of the event. The patient's samples were collected in a lithium heparin tubes and were centrifuged at 3,500 rpm (rotations per minutes) for three (3) minutes. No issues with sample integrity were reported by the customer. Service was requested by the customer and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.